Manufacturer narrative:
Concomitant medical products: model: addr01, ipg; implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, oversensing noise, and oversensing non-physiologic interval counts. A lead malfunction is suspected. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.